Event description:
(B)(4). Initial info received from a physician via a company sales representative on (B)(6) 2008: a female initiated poly-l-lactic acid (sculptra) in (B)(6) 2007. Lot number/expiration date not provided. After receiving poly-l-lactic acid, the pt had a small papule under her eye. Onset of event not specified. Outcome of event is ongoing. No further medical info reported.

Manufacturer narrative:
Additional info for sculptra (lot #/expiration date unk) from product technical complaint report case ID (B)(4) dated (B)(6) 2008, received by (B)(4) on (B)(6) 2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.